Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient has possible insulation breach. The unipolar impedance is higher than the bipolar impedance and the r waves are diminished. Patient also has pectoral stimulation at output greater than 3 volts. The lead will be revised. No patient complications have been reported as a result of this event.